Manufacturer narrative:
A visual inspection was performed on the returned device. The reported entrapment of the device and mechanical jam of the safety release could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported entrapment, mechanical jam, and difficulty closing the device and subsequent treatment appear to be related to circumstances of the procedure. In this case inability to hold the device at an appropriate angle led to the garage leaves digging into the flex guide and sheath and creating what is known as carving. The damage to the garage leaves is indicative of this mode of action. This carving contributed to the separation of the flex guide and the premature deployment of the clip. Once the flex guide was separated and the clip deployed in this location the step four button and safety release would be unable to close the vessel locator wing due to the state of the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a star close device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, the first four steps of the deployment process were performed with no issues; however, after click # 4, the device was unable to be removed from the patient anatomy. The safety release button was used; however, the device was still unable to be removed. An x-ray was taken and it was confirmed that the vessel locators wings of the starclose had not retracted. Surgery was performed to remove the device and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.